Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an error message for a premature battery depletion (pbd). A technical service consultant reviewed device data, and confirmed the device needs to be replaced in the near future. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an error message for a premature battery depletion (pbd). A technical service consultant reviewed device data, and confirmed the device needs to be replaced in the near future. No adverse patient effects were reported. The device remains implanted. New information was received indicating that this s-ICD device was surgically explanted. A different device was successfully implanted. The explanted device is expected to be returned for analysis. Besides surgical intervention, no adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an error message for a premature battery depletion (pbd). A technical service consultant reviewed device data, and confirmed the device needs to be replaced in the near future. No adverse patient effects were reported. The device remains implanted. New information was received indicating that this s-ICD device was surgically explanted. A different device was successfully implanted. The explanted device is expected to be returned for analysis. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.